Event description:
It was reported that during the implant attempt there was difficulty inserting the lead into the coronary sinus orifice. Another lead was attempted however, it "couldn't reach the target vein". The leads were not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.